Event description:
It was reported to medtronic minimed that the customer reported pump crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked reservoir tube lip, cracked retainer, cracked case, broken battery tube threads and cracked case (battery tube). Cosmetic damage was confirmed at the battery tube side. Retainer ring damage confirmed with cracked reservoir tube lip and cracked retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.